Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2019-00134 for the patient's eye with one (1) stent.

Event description:
The surgeon reported that following bilateral trabecular micro bypass stent procedures where two (2) stents were implanted in one (1) eye and one (1) stent was implanted in the fellow eye, the patient presented with "prolonged iritis". The surgeon conferred with glaukos medical monitor who reported that the patient had a new onset of 6th nerve palsy. Reportedly, the surgeon had reviewed the most potential causes of rebound inflammation postop including; recurrent iritis, iris chafing, and intermittent spontaneous hyphema. Per report, "there was a presence of vitreous cells spilling over from the anterior chamber (ac)". The surgeon and the medical monitor believe that the patient may have a predisposition for inflammation due to other systemic reasons. Therefore the need for further examination (uveitis consult) is needed. Additional information has been requested. This report references the patient¿s eye with two (2) stents implanted.